Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, a charge time out alert was observed. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of long charge time was confirmed. A review of the device image showed that the device timed out during capacitor maintenance. The high voltage capacitors were analyzed and internal damage to one of the capacitors was revealed. The damaged high voltage capacitor caused the extended charge time.

Manufacturer narrative:
Further information was requested but not received.